Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient #ID, dob/age, and weight are not available. (B)(4). Complainant part will not be returned. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) is as follows; it was reported the patient underwent a revision surgery on (B)(6) 2016 due to a broken 4.5mm titanium locking compression plate (lcp) for the proximal tibia. The surgeon noted; due to the patient having diabetes and the poor condition of patient's skin, the medial plate was not fixed to the bone. The surgeon bent the plate because ptp4.5/5.0 did not fit. The plate did fit to the bone by bending the plate. However, the screw might not have reached the medial malleolus and thus remained unstable. There was no report of patient harm or surgical delay during the procedure. The patient underwent the initial surgery for a fracture of proximal tibia on (B)(6) 2016. After the primary surgery, the plate breakage occurred on an unknown date. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity #unknown) this is report number 1 of 1 for (B)(4).